Manufacturer narrative:
Date sent to the FDA: 06/12/2020. Additional information was requested, and the following was obtained: cannot answer because this happened post-operatively and the surgeon only reported what initially sent. The patient demographic info: age, gender, weight, bmi at the time of index procedure? On what tissue was the suture placed? What was the tissue condition (normal or thin, calcified, fragile, diseased) at the time of index surgery? What were current symptoms following the index surgery? Onset date? What date did the patient present with ¿the suture popping out of the incision¿? It was reported that there was no wound dehiscence or suture breakage post-op noticed. Please clarify what does it mean ¿incision broke down¿? Was there the surgical intervention required to remove the suture and re-close the wound? If yes, please provide a date. It was indicated that the patient was treated for infection. Were cultures performed? If yes, please provide results? Were there any pre-existing signs/symptoms of active infection prior to this surgical procedure? Did the patient receive any prophylactic antibiotics pre-, intra- or post-op operation? Product code and lot number? Other related patient history/concomitant medications? What is physician¿s opinion as to the etiology of or contributing factors to this event? What is the patient current status? This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
Product complaint (B)(4). To date the device has not been returned. If the device or further details are received at the later date a supplemental medwatch will be sent. Attempts are being made to clarify the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. The patient demographic info: age, gender, weight, bmi at the time of index procedure? On what tissue was the suture placed? What was the tissue condition (normal or thin, calcified, fragile, diseased) at the time of index surgery? What were current symptoms following the index surgery? Onset date? What date did the patient present with ¿the suture popping out of the incision¿? It was reported that there was no wound dehiscence or suture breakage post-op noticed. Please clarify what does it mean ¿incision broke down¿? Was there the surgical intervention required to remove the suture and re-close the wound? If yes, please provide a date. It was indicated that the patient was treated for infection. Were cultures performed? If yes, please provide results? Were there any pre-existing signs/symptoms of active infection prior to this surgical procedure? Did the patient receive any prophylactic antibiotics pre-, intra- or post-op operation? Product code and lot number? Other related patient history/concomitant medications? What is physician¿s opinion as to the etiology of or contributing factors to this event? What is the patient current status?

Event description:
It was reported that the patient underwent an exploratory laparoscopy on unknown date and the suture was used. Post-operative after a procedure the patient presented with the suture popping out of the incision. It was also reported that there was incision broke down and suture was sticking out of wound, exposed, but no suture breakage post-op or dehiscence occurred. It was reported that patient was treated for infection and prescribed medication / antibiotics were given to patient post-op. Additional information has been requested.